Event description:
The customer reported that 4 drops of bloody diluent leaked from the lh500 manual probe during a cycle and on the probe wash. The leak was confined within instrument. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous patient results were associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the probe wash (rinse) block (rb1) was not traveling down the probe far enough. He greased the ball bearings attached to the arm controlling the probe wash block and exercised it manually to correct movement of the block. He then had to adjust the set screw that adjusted the limitation of the probe wash block arm. This resolved the issue. Upon recur, the failure mode identified is likely to cause erroneous results for all parameters. (B)(4).